Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the reported event. No problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on june 12, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system was not aspirating at the proper rate during a surgical procedure. The procedure was completed without harm to the patient.